Event description:
Procedure: lap gastric bypass. When the surgeon fired the instrument no staples fired. The instrument cut but did not staple. The surgeon experienced no difficulty firing the instrument. Case converted to open procedure. No further injury reported.